Event description:
Internation customer reported that a pt was returned to surgery at an unspecified time following an initial abdominal repair. The surgeon reports that the mesh was broken and torn around the margins. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at the time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.